Manufacturer narrative:
No parts have been returned at this time for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had two articulating arms that were not working correctly; the screw used to keep the reference frame in place was not engaging correctly. There was no patient present.